Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. In addition, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer experienced elevated an elevated blood glucose (bg) level of 514 mg/dl; cause was unknown. Customer administered a manual injection to address elevated bg level. Recommendation was made to discuss diabetes management with a healthcare professional.